Event description:
The reporter and the patient contacted animas on (B)(6) 2013, reporting that for the past 2 months the date and time have been resetting with every battery change. Patient is manually correcting date and time and then "gave up" and stopped correcting date and time. The patient reported high blood glucose (bg) values over the past 3 months. Patient stated their aic has raised 1.5 points in the past 3 months. Patient states bg values were so high that the meter remote was not reading the bg. Patient stated they was not using the otp meter remote as they had run out of strips. Patient using back up glucometer, but did not verify name of glucometer to cts. Patient was experiencing severe nausea and confusion with high bgs. The patient's mom was treating patient with pump therapy as well as insulin injections. Patient denied ER or hcp visits to treat high bgs. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from an inadequate response to time and date reset settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to time and date reset settings).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: during investigation, the black box showed the time and date reset to the default after a pump reboot. There were multiple instances of the dates changing to default in the total daily dose history. The daily insulin delivery totals appear to be inconsistent due to time/date issue. The pump passed the flow accuracy test successfully and was found to be delivering within required specifications. The pump was exercised for 24 hours. During testing, the time and date was found to reset to default settings. The pump was opened and the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.